Event description:
It was reported that during testing conducted at the user facility, the core sumex drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The technician was unable to duplicate the reported bias-current warning, but noted a damaged cable assembly. According to a review of the risk documents, the device can cause the console to display a bias-current warning if the cable assembly is damaged. Therefore, it is likely the reported event was being caused by the damaged cable assembly.

Event description:
It was reported that during testing conducted at the user facility, the core sumex drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Evaluation in progress.